Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced tiredness and loss of consciousness. The customer was unable to self-treat and required treatment of grapes by non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1(indicates the sensor was never activated) and no insertion failure was observed. Sensor state 1 with no insertion failures (event log 2) is an indication that the user had not activated the sensor. Therefore, the reported complaint was not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced tiredness and loss of consciousness. The customer was unable to self-treat and required treatment of grapes by non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.